Manufacturer narrative:
.

Event description:
Ent consult notes dated (B)(6) 2014 note that the patient has a dry hacking cough that has been centered around her seizure activity and is worse with vns stimulation. A fiberoptic laryngoscopy was performed which identified that the left vocal cord was paralyzed. It was noted that the patient's right cord is compensating well and the patient is not aspirating. It was noted that no intervention is needed currently. The physician indicated that the coughing occurred with initial vns setting adjustment and that it would resolve. It was reported that the output current was adjusted to 1.5ma and medication changes were done. The physician believes that the vocal cord paralysis was related to vns output current being too high. It was reported that the patient's symptoms have resolved with reducing the vns output current.